Manufacturer narrative:
Additional information/correction: b5 - description updated. D1 - brand name. D4 - model & catalog number. D10- involved components. H11 - updated. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered no longer reportable for the following reasons: no reportable malfunction no serious incident.

Event description:
Update: this device was updated to unknown aesculap ag hip stems metha product; and is not known to be sold to us; and an additional involved component was also added. Involved components: nk562 - biolox prosthesis head 12/14 32mm l (aesculap ag ref. No. (B)(4), nh104 - sc/msc ceramics insert 32mm 56/58 sym. (Aesculap ag ref. No. (B)(4), unknown aesculap ag product (aesculap ag ref. No. (B)(4), nc084t - metha short hip stem cap size 4 (aesculap ag ref. No. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product nc084t - metha short hip stem cap size 4. According to the complaint description, there was a cone fracture of the prosthesis, spontaneously while walking. The event occurred without any prior trauma or unusual stress. Revision surgery was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Involved components: nk562 - biolox prosthesis head 12/14 32mm l (aesculap ag ref. No. (B)(4)). Nh104 - sc/msc ceramics insert 32mm 56/58 sym. (Aesculap ag ref. No. (B)(4)). Unknown aesculap ag product (aesculap ag ref. No. (B)(4)).